Event description:
It was reported that the customer was receiving the no delivery alarm on the insulin pump. The customer stated that she was hospitalized on 03/18/2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 354 mg/dl. The customer expressed nausea and vomiting as symptoms of her high blood glucose. The customer stated that the cause of the hospitalization was hyperglycemia and diabetic ketoacidosis. The customer was treated with an IV and an insulin drip at the hospital. Troubleshooting was done. The customer stated that the current infusion set was not kinked but that the prior infusion set was. The customer declined further troubleshooting. Advised customer to change the entire infusion set, reservoir and insulin and treat per healthcare provider's instructions. Advised that a replacement insulin pump would be sent due to the physical damage at the reservoir compartment on the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.